Event description:
It is reported that the impactor fractured and the spring came loose during femoral impaction.

Manufacturer narrative:
Eval summary: the device has a potential field age of approx 7.5 years, but the number of uses over this period of time cannot be conclusively determined since it is a reusable instrument. The wrench and impaction pad have several scratches adn the impaction pad also has a few dents. However, these marks can be, in general, attributed to normal use over the field life of wrench. Without add'l info, such as the return of the missing spring, the exact cause of the complaint, in particular the spring loosening, cannot be determined at this time. The instrument was returned with one screw completely disassembled from the impaction pad and one screw in loose condition. Additionally, the sliding jaw and knob were disassembled from the instrument body, and the spring inside the sliding jaw was noted as missing. Device history records indicate all components were manufactured and inspected to specification.